Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer found that the rubber stopper of the blood collection tube had obvious puncture marks, and the rubber stopper was broken. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: defect: it was found that the rubber stopper of the blood collection tube had obvious puncture marks, and the rubber stopper was broken quantity: 3 pieces impact: no adverse effects on patients and medical staff.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 15-aug-2023. H.6. Investigation summary: bd received 4 customer samples and 3 photos for investigation. After review and analysis of the customer photo, stopper defects were seen in the photos. 4 customer samples were received. 2 for lot# 2342066 (1 for this pr and 1 sample was placed in the same package for another pr), 1 for lot# 2278333, and 1 for lot# unknown(unable to determine lot #). Therefore, a total of 3 customer samples were inspected for this complaint: all 3 samples failed visual inspection and were confirmed for a defective stopper molding. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for defective stopper molding based on the photos and customer return samples. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer found that the rubber stopper of the blood collection tube had obvious puncture marks, and the rubber stopper was broken. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: defect: it was found that the rubber stopper of the blood collection tube had obvious puncture marks, and the rubber stopper was broken quantity: 3 pieces impact: no adverse effects on patients and medical staff.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.